Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported use error (improper or incorrect procedure or method) was associated the tip of the steerable guide catheter (sgc) touching the left atrium wall and creating a vacuum, which then likely caused the reported loss of fluid column. The reported air embolism was due to the user error, and the hypotension, EKG/egc changes and heart failure were cascading effects of the air embolism. It should be noted that the reported patient effect of emboli (air), hypotension and worsening heart failure as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak and air embolism. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. After steerable guide catheter (sgc) insertion, there were issues maintaining the fluid column as the sgc tip was against the left atrium wall. The guide was moved away from the left atrium and aspiration was performed to maintain fluid column. The clip delivery system (cds) was advanced into the sgc, but air was noted in the sgc window and hemostatic valve. It was noted that the air was pushed out of the sgc, into the patients left atrium while advancing the cds. The patient became hypotensive and medication were provided as treatment. Additionally, an inferior wall st elevation was noted, and the right ventricle was stunned with a decrease in right ventricular function. Although there was no air noted in the cds, the cds was withdrawn from the patients anatomy and the sgc was aspirated. Good fluid column was confirmed. The air had then moved into the right coronary artery (rca). Angiography was performed; however, no air was observed. It was thought that the air had dissipated. The st elevation resolved, right ventricular function resolved, and hemodynamics stabilized. The same cds was re-flushed, re-prepped, and no air was noted. The clip was successfully implanted, reducing the mr to trace. Great results were confirmed. There was no additional information provided regarding this device issue.